Manufacturer narrative:
H6: investigation summary: four photos received by our quality team for investigation. Upon visual evaluation, a shiny stopper is observed on the edges. The shiny liquid observed on the stopper could be silicone, however physical samples are necessary to further analyze and evaluate. Lubricant is employed during the syringe assembly process to lubricate the cylinders in the silicone station. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time.

Event description:
It was reported that 20 bd plastipak¿ syringes had issues with foreign matter on the plunger stoppers. This complaint was created to capture the 3rd of 4 related incidents. The following information was provided by the initial reporter: "they found... Unknown content in the plunger stopper."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 20 bd plastipak¿ syringes had issues with foreign matter on the plunger stoppers. This complaint was created to capture the 3rd of 4 related incidents. The following information was provided by the initial reporter: "they found... Unknown content in the plunger stopper."